Manufacturer narrative:
A philips remote service engineer (rse) confirmed after a restart to the device that the customer's issue was resolved. No additional information could be provided as to the true cause of the device issue. Additional attempts were made to confirm if there was still sound present. No further information was provided. A supplemental report will be submitted if new information is obtained. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was confirmed.

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed a speaker malfunction message. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer confirmed that the customer device issue was resolved by restarting the x#. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting phone # (B)(6).